Event description:
It was reported that the customer, frank lewandroski, encountered a difficult-to-press wake button and a broken rubber door on the device. There was no adverse impact to the customer's blood glucose level noted. The customer declined further inquiry or troubleshooting assistance, and no additional action was required.